Manufacturer narrative:
The insulin pump had alarmed button error and the arrow buttons didn't respond due to corroded keypad traces. The displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's spouse reported via phone call, the insulin pump had alarmed button error. Customer's spouse didn't know the customer blood glucose but stated she knew it was high. Customer wasn't feeling well and wasn't able to check his blood glucose. Customer's spouse didn't recall any significant event which may have cause the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.